Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit smoked up and the rem (return electrode monitoring) was not reading the correct level. Then the unit set the blade of the device on fire and the pad had an error code e235 and e25. There was no patient injury.